Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at the manufacturer's service center the a30, flow gen, brazil device was visually inspected and found no evidence of foam degradation, however a ventilator inoperative error code was confirmed in the event log. There is no documentation of what component is necessary to be replaced to address the issue. No repair was performed. Scrapping device due to replacement.